Event description:
It was reported the patient was unable to adjust their stimulation. It was also reported the patient saw a "call your doctor" icon and a power-on reset (por) message displayed on their patient programmer. It was noted the patient attempted to clear the por condition and their programmer asked them to charge their implantable device. It was stated the patient charged their device two nights prior to report and thought it was too soon to charge again. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient hard time turning the implantable neurostimulator (ins) on and off. It was noted that the patient was not able to sync with the ins.